Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed. During the procedure, it was reported that the capio device was not retracting properly. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of the device not retracting properly.